Event description:
It was reported that the device failed to ventilate while used on a patient (¿system malfunction causing inability to deliver air¿). The affected device was immediately replaced with a simple respirator, without causing any adverse effects on the patient.

Manufacturer narrative:
It was reported that the device failed to ventilate while used on a patient (¿system malfunction causing inability to deliver air¿). The affected device was immediately replaced with a simple respirator, without causing any adverse effects on the patient. In the current event, there was no involvement of draeger s&s organization - no further information could be obtained. There was no information provided whether or not the ventilation was impaired or completely interrupted as a result of the reported observation. Additionally, it is not possible to identify a root cause of the reported event. Due to lack of information, it can neither be confirmed nor denied that the event was related to a device malfunction, and thus, the event is reported in abundance of caution. Based on experience, users often perceive the effects of a large leakage in the patient breathing circuit as no or reduced pressure and flow can be noticed at the patient opening. Furthermore, an insufficient gas supply pressure will also lead to insufficient ventilation and trigger corresponding alarms. Without knowing the exact alarm message and/or having access to the log file, a differentiation between imaginable scenarios and their root causes is not possible. Finally, it can be concluded that the device detected a deviation of unknown origin and posted an alarm; the issue in general does not incorporate a previously unidentified or falsely assessed risk. All alarms, potential root causes and dedicated remedies are described in detail in the instructions for use. H3 other text : device not available for investigation, 3rd party service